Event description:
It was discovered by ge during engineering evaluation that the diagnostic ultrasound scanner has a software error that can cause ultrasound system to display the same estimated age for each fetus in a multiple gestation study when individual measurements yield different results. There is concern that such measurements could mislead the user, thereby adversely affecting the pt care. There are no adverse reports nor complaints from users.